Event description:
(B)(4) center of synthes (B)(6) informed synthes product service, (B)(6), that multiple unopened transverse and transconnectors were found on incoming inspection to have the screws completely separated from the devices inside the packages. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Additional info: the original lot number was 6126704. The lot number changed once the device was repackaged at (B)(4). Device received in (B)(4) 2010. Device not available for eval. A review of the manufacturing record has been requested. Conclusion not available at this time.